Event description:
A zoll distributor contacted zoll to report that monitor sn (B)(4) was unable to perform incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run detect and treat testing) was confirmed. Upon investigation, the monitor was resetting. The cause of the resets was isolated to a defective u104 pxa270 arm processor on the computer/analog (ca) board. The root cause of the defective u104 component was unable to be positively identified. No adverse event resulted from the defective monitor.